Manufacturer narrative:
The initial report occurred on (B)(6) 2016 and was found to be a non-reportable malfunction based on the information available at the time the event occurred. On 01/17/2017, a retrospective review related to a CAPA was completed for all events where the reported malfunction was not previously associated with serious injuries; the reporting determination has been revised to consider these malfunction events reportable. During the onsite inspection, the medtronic representative reported that the issue could not be replicated. A successful system checkout was performed which verified that the issue had been resolved. A software investigation was conducted to analyze the system logs where it was determined that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A medtronic representative reported that a message was observed on the imaging system after starting it up, stating that the fluoro and rad gain calibrations were due. The rep clicked the "ok" button and then received a message saying that the system was going to reboot. The system rebooted and then the rep received a "not connected" message on the pendant. After this the rep rebooted the image acquisition system (ias) and the mobile view station (mvs) which resolved the issue. The system's logs were sent to the manufacturer for analysis. No patient was present during the time of the reported incident.